Event description:
Event description cpi received information that at the implant of this endotak transvenous defibrillation lead, a daig introducer was used, it broke off and was left in the patient. Daig stated the introducer must come out. An invasive procedure was performed and the physician removed the introducer from the patient. This is reported on the endotak, but no issue with the lead it is an introducer problem.